Event description:
In 2007, the patient stated that she filled an insulin cartridge and inserted it into the cartridge chamber of her infusion device. She then attempted to remove the full cartridge in order to attach the adapter and infusion set tubing. At that point, the plunger remained attached to the piston rod in the infusion device and all 315 units of insulin spilled into the cartridge chamber. She attempted to dry the inside of the cartridge chamber with "a little piece of paper towel." On the same day, she experienced an elevated blood glucose value of 300 mg/dl. She reported symptoms of elevated blood glucose that included: she felt tired, her feet hurt, and she had diarrhea. She reported her recommended blood glucose range to be 90-120 mg/dl. She corrected her elevated blood glucose by bolusing insulin using her infusion device. Although two weeks had passed, she stated that she still observed residual moisture in the cartridge chamber when she contacted a company representative for troubleshooting. At the time of the call, her blood glucose value was 145 mg/dl. She transitioned to her back up infusion device and a replacement infusion device will be provided. The affected infusion was requested to be returned for evaluation. The patient did not require medical assistance from a healthcare professional or second party to address the issue.